Event description:
A cutomer reported a complaint of imprecise sequential readings on their freestyle meter. The customer obtained readings of 20 mg/dl and 131mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid, the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's meter has been returned and an investigation is in process. A final report will be submitted when the investigation is complete.